Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that it was received with protective wrap on its display which was unable to be removed without disassembling the display. Analysis also found that the lower case battery wires were pinched and that the battery returned with the generator measured low voltage. (B)(4).

Event description:
It was reported that the external pulse generator was received with protective cellophane wrap on its liquid crystal display. It was wrapped in such a way that the cellophane could not be removed without disassembling the display. The generator was returned for service to have the cellophane removed. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.